Event description:
It was reported that the ventilator was reading different o2 concentration values than set. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name:. - previous brand name: servo-I. - corrected brand name: servo-I base unit. D4 ¿ version or model #: - previous version or model #: servo-I. - corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the device read a too low o2 concentration due to a faulty o2 gas module. Our field service engineer investigated the ventilator on-site. During troubleshooting, the o2 gas module was replaced, and ventilation on a test lung for 2 hours was started. No concentration errors or deviations were found, but as a precautionary measure, the o2 cell cable, the interconnecting printed circuit board (pcb), and the expiratory membrane were replaced. The memory backup battery on the control pcb was also replaced, as the lithium battery had not been replaced during preventive maintenance as described in the service manual. The o2 gas module regulates the inspiratory gas flow and gas mixture. The interconnecting pcb includes connectors for cables to the gas modules, as well as to the safety valve and to the o2 cell. The o2 gas module, the o2 cell cable, and the interconnecting pcb were returned for further investigation. During simulated use testing, the parts passed the pre-use check. After passing, ventilation for 5 days was performed successfully without alarms or errors. During ventilation, the o2 concentration was manipulated to check how well the o2 concentration was changing; here, no abnormalities were found. After ventilation for 5 days, another pre-use check was performed and passed. The reported issue could not be reproduced. Therefore, no root cause can be established.

Event description:
Manufacturer's ref: (B)(4).